Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular non-capture and undersensing on the right ventricular (rv) lead. It was noted that the patient experienced a rv lead cardiac perforation and pericardial effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.